Event description:
It was reported to the aci clinical specialist on (B)(6) 2011 that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 6f procedural sheath at the common femoral artery. A pre-procedural femoral angiogram showed no presence of calcium. Post procedure, the physician who is a trained user of the mynx, prepped the device, however it was reported that when the tip of the shuttle tube was submerged in saline to hydrate the sealant, the sealant did not swell. The physician proceeded to insert the catheter and after obtaining temporary hemostasis, attempted to deploy the sealant. No other information was provided as to the steps taken in deploying the device, however, it was reported that the deployment was unsuccessful and hemostasis was not achieved with the mynx. The device was removed and the physician converted the patient to 20 minutes of manual compression. Successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1117806) indicated that the mynx device met all established performance criteria prior to shipment.